Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted, during an interrogation attempt, that the implantable cardioverter defibrillator - ICD could not be interrogated. The ICD was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.